Event description:
The hcp reported the pt presented to the hospital unresponsive. Baclofen overdose was suspected; the hosp did not have a programmer. MFR rep reviewed and faxed overdose procedure and recommended hcp be transferred to answering service to have local medtronic rep paged. Hcp stated he would try contacting pt's managing hcp first and would call back if he couldn't reach him. Additional info has been requested from the hcp but was not available at the time of this report. A f/u report will be sent when additional info is received.